Manufacturer narrative:
Product ID: 977c190, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. All previously reported codes are still applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post laminectomy pain. The patient reported that he had not had the device on or recharged the device since (B)(6) 2018. The patient reported that if he turned it on, it puts him to the ground. The patient reported that it sent a jolt down the left side of the body. The patient also reported that during the initial surgery they had to revive his heart, so they were stating the leads didn¿t heal or sit right because of this. The patient reported that a healthcare provider (hcp) had been trying to troubleshoot this since it started. The patient reported that he had met with a manufacturer¿s representative (rep) who had tried 15-20 different settings since day one. The patient reported that at this point he was afraid to do anything with it due to this. The patient was walked through communicating with the ins with both the recharger and patient programmer (pp). The patient reported seeing the repositions antenna screen and poor communication with equipment. No further complications were reported. 2019-06-10 (rep): no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post laminectomy pain. The patient reported that he had not had the device on or recharged the device since (B)(6) 2018. The patient reported that if he turned it on, it puts him to the ground. The patient reported that it sent a jolt down the left side of the body. The patient also reported that during the initial surgery they had to revive his heart so they were stating the leads didn't heal or sit right because of this. The patient reported that a healthcare provider (hcp) had been trying to troubleshoot this since it started. The patient reported that he had met with a manufacturer¿s representative (rep) who had tried 15-20 different settings since day one. The patient reported that at this point he was afraid to do anything with it due to this. The patient was walked through communicating with the ins with both the recharger and patient programmer (pp). The patient reported seeing the repositions antenna screen and poor communication with equipment. No further complications were reported.